Event description:
According to the facility on (B)(6) 2022 "the patient was receiving spinal anesthesia when the anesthesiologist attempted to withdraw the whitacre needle and introducer, and the distal 1/3 of the needle was noted to be missing".

Manufacturer narrative:
According to the facility on (B)(6) 2022 "the patient was receiving spinal anesthesia when the anesthesiologist attempted to withdraw the whitacre needle and introducer, and the distal 1/3 of the needle was noted to be missing". Per the facility "the patient was taken to surgery a few hours later and fluoroscopy confirmed the location of the retained needle and was subsequently removed". Per the facility "the patient was discharged home a couple of days later without further issues". No additional information is available at this time. The sample has not been returned for evaluation and a definitive root cause cannot be determined at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.